Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. Cgm reconnected and the customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) displayed "low" on the cgm. Customer's wife called emergency medical services (ems) to assist customer; ems provided customer with unknown fluids intravenously to treat low bg.